Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusion), h11. A getinge field service engineer (fse) was dispatched to evaluate the unit. To solve the issue all connection were reset, battery was charged and tested for more than 5 hours. No replacements were made. All functional and safety checks to meet factory specifications were performed. Unit was handed over to customer in working well condition.

Event description:
It was reported that the before use cardiosave intra-aortic balloon pump (iabp) is not getting switched on. The reported event occurred before use, customer discovered the issue, no patient involved. No one was harmed onsite.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.